Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, during a transcatheter aortic valve replacement procedure by transfemoral approach, a pinhole leak was noted on the commander delivery system inflation balloon during deflation as there was blood in the syringe. There was no injury or complication related to this event. No actions were taken. The valve was able to be fully deployed. The patient was in stable condition. The perceived root cause was lvot calcium. No image or videos are available, and the device was discarded.

Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. The device was not returned for evaluation as it was discarded. The 3mensio report was evaluated, and the following was observed: calcification was present in the landing zone and lvot. The complaint for delivery system balloon leak was confirmed empirically based on the reference picture. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of the device history record and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. Additionally, a review of instructions for use/training materials revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. During manufacturing balloons are 100% visually inspected at several different steps and devices are 100% leak tested. Therefore, it is unlikely that the delivery system left the manufacturing site with balloon damage. Additionally, there was no note of abnormalities or leakage on the delivery system during device preparation and de-airing, suggesting that there was no issue with the device when removed from packaging. Per training manual, calcification is one of the factors that may affect thv deployment characteristics. 3mensio revealed the presence of calcification on landing zone and lvot. In this case, it is possible when the balloon was inflated during valve deployment, the calcified deposits present in patient's anatomy may have caused the stress concentrations on the balloon and punctured the balloon, resulting in the reported balloon pinhole leakage. As such, available information suggests that patient factors (calcification) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.